Manufacturer narrative:
Per the field service representative (fsr) the tank on the cooler heater unit was empty when he arrived. The fsr partially filled the unit with water, no leaks were observed. The fsr visually inspected the hoses, and no cracks or breaks were observed in any of the connectors or hoses. The fsr tightened all hose clamps on the bottom of the unit and reassembled. The fsr ran the unit for one hour and there was no evidence of a water leak. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during setup of the device for a cardiopulmonary bypass procedure, the cooler heater was leaking from the bottom of the unit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.